Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has physical damage to the base assembly. It is unknown if there were stability issues due to the reported problem. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part information for the base assembly per customer request. The customer replaced the base assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.